Event description:
New information received notes that the lead was kinked.

Manufacturer narrative:
The reported event of stylet could not be fully inserted was not confirmed. As received, a complete lead with a stylet fully inserted was returned in one piece. X-ray examination verified that the stylet was fully inserted as returned. As the returned stylet was kinked/bent, a different stylet was used for testing. Visual inspection of the lead with a straight stylet inserted did not find any anomalies. No problem was detected.

Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the right ventricular lead was curved, and the physician could not straighten it with a stylet. The stylet could not be advanced all the way. The lead was not used and a new one was implanted. The patient condition was stable.